Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioflex meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist listened again to the call recording. The patient stated that she could not remember exactly when the alleged inaccuracy issue began, but stated obtaining results on (B)(6) of 184 and 119mg/dl using the subject device compared to a result of 95mg/dl using her backup onetouch ultra meter within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she usually manages her diabetes using insulin (self-adjuster) and reportedly took an additional 2 units of humalog insulin in response to the high readings. The patient claimed experiencing symptoms of ¿blurry vision¿ approximately 30 minutes after the alleged issue began which she associates with low blood sugar, and reportedly self-treated by consuming food and/or drink. The patient stated that she measured her blood glucose using the onetouch ultra meter at the time with a reading of 35mg/dl. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. Replacement products have been sent to the patient.this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.